Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient heard the critical alarm and vibrating two separate times over a period of 3 days. Telemetry strips did not report any alarms. The pump was replaced due to an "apparent malfunction". The drugs in the pump were dilaudid, clonidine, and "ho". No symptoms were reported. The patient recovered without sequela.